Event description:
It was reported that prior to starting a da vinci assisted incisional hernia etep surgical procedure using an xi system, and before surgical port placement, an operating room (or) staff called in to report that the system had a nonrecoverable fault 319 during setup. The customer stated they had attempted to power cycle many times, and the intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed three power cycles with 319 errors. The customer was unable to continue troubleshooting over the phone and moved the case to another dv xi system, using the room for a non-robotic case. The tse advised that the customer reset the breakers for the video processor (vp) and endoscope controller (ec) between cases, and the customer agreed to attempt this. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the video processor (vp). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vp was analyzed and found to in system logs, error 319 was found indicating the fault, confirming the failure occurred in the field. Visual inspection, unit came back dirty air filter and bezel. The vp was installed onto the golden system and upon opening laptop apps it was seen that vci2 node on the dual window appliance (dwa) board was not present. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to a missing component on the dwa board.